Event description:
Information was received that a revision procedure was performed due to the rod failing to distract. The revision surgery was completed with no issue or adverse consequences to the patient.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed, and it was observed that the threaded cap had come undone. Both the endcap and distraction rod appeared covered in debris. Scoring was also observed on the distraction rod which corresponds with periodic distractions. No other markings were observed on the rod housing tube. In-house x-rays taken of the internal components confirmed the end cap disengagement and revealed the bearing was pushing on the retaining clip. Functional testing was attempted, however, it failed, confirming the failure to distract. To perform a thorough evaluation of the device, the rod was sectioned. It was observed that the inside of the housing tube was packed with debris. The image of the distraction rod showed a combination of rust coloring and black debris. It is highly likely that the black debris is titanium from distraction rod, and the rust could be from dried bodily fluids. It is also likely that the endcap disengagement could have contributed to the accumulation of debris inside the rod. This debris ultimately would have contributed to the failure to distract as the bearings encountered higher friction. The endcap disengagement failure mode was addressed under a CAPA. The CAPA investigation found that the torque that was being applied to thread the endcap was not effective as there was an interaction between the cap and the spline insert. This ultimately led to a design change that added a redundant feature, namely swaging the endcap after being threaded. A review of the DHR documents indicates that the device was manufactured by the specified requirement at the time and met all the required inspections before shipment.

Event description:
No additional information was provided.